Event description:
Additional information received reported that the patient needed careful titration of her antispastic/pain/and neuropathic pain, with monitoring for side effects of either poor control of pain or too much sedation. The patient had ongoing titration with these goals. The pump was reportedly stable. The pump was also being used to deliver bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump problem. During an x-ray to determine the pump orientation for an unrelated MRI (magnetic resonance imaging), the patient showed the reporter that the pump was ¿hypermobile.¿ the patient could take the pump in her hand and started turning it. The reporter stated they were ¿concerned what the pump would do if they take the patient into a 3t (tesla) magnet.¿ there was concern about scanning if the pump was not in the right place. The reporter was redirected to the patient¿s healthcare professional (hcp). The managing hcp was aware of the movement of the pump in the pocket (date of diagnosis of loose pump was unknown). They were considering revising the pocket. The MRI was for an upcoming unrelated lumbar surgery. The pump was used to infuse baclofen (unknown) or morphine (unknown). No intervention or outcome was yet reported for this event. Follow up was being conducted to obtain additional information but it had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).